Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that on friday (B)(6) 2018 the patient in room (B)(4) had a pacemaker issue whereby the pacemaker was not sensing the patient's underlying rhythm and fired inappropriately on a t wave. The customer said no red alarms were noted at the central monitor to alert them to the occurrence. The customer is unsure if the system should have detected the occurrence. The event occurred at 13:15.

Manufacturer narrative:
Serial number not provided. The customer called the customer care solutions center for troubleshooting support. The customer wanted to know if an alarm should have been provided. They indicated they were aware there is an "r on t" alarm available related to pvc alarms but they wanted to know if the philips system provides an alarm for abnormal pacer firing and if so, could this be a red/urgent alarm. The customer said when the event occurred the monitor tech was not looking at the monitors and no red alarm occurred for this event. Audit logs were collected and reviewed but no patient strips were provided. The logs show multiple silence events occurred for bed 3201 and a *pair pvcs at 13:16 followed by a ***vent fib/tach at 13:18 as well as ***xtachy 215>140, *pvcs/min 35>15 and ECG leads off. During this timeframe additional silencing was performed at the ix surveillance. The customer was contacted several times with a request for additional information about the patient and for strips however the customer did not provide any further details for evaluation. The customer provided insufficient information to determine if a red alarm should have occurred at the time the pacemaker fired inappropriately on the t wave. Only by review of the strips at the time can philips identify the ECG morphology and make the determination of what if any alarms would be expected during this timeframe. (The alarm for r on t has specific defined criteria per the instructions for use and insufficient information was provided in order to determine if this alarm should have been provided at the time. R on t is a yellow alarm and not a red alarm event.) A review of the log data finds staff were frequently interacting with the device to silence other alarms and red alarms for ***vent fib/tach and ***xtachy were provided several minutes after the timeframe of the abnormal pacer firing. The customer was contacted by the solutions center on (B)(4) to inform them that the sales force case was going to be closed. The specific cause of the issue cannot be determined with the limited information provided. No further investigation can be performed at this time.